Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jul2020.

Event description:
The device will not power on. There was no patient involvement. The service engineer recommended replacement of the power supply.

Manufacturer narrative:
G4: 17jul2020 b4: (B)(6)2020 the device generated an alarm for low internal battery and then the device shut down and could not be powered on. The field service engineer replaced the power supply, which resolved the problem. The device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.